Event description:
The customer reported a display issue with their pump, which was on but had a dark screen, affecting their ability to interact with it. There was no adverse impact to the customer¿s blood glucose level. As a corrective action, technical support arranged for a replacement pump to be sent to the customer with updated software, provided instructions for returning the malfunctioning pump, and ensured training would be available. The customer understood and acknowledged all instructions regarding the replacement process.